Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that during the site visit fleet assessment, multiple devices' iui connectors were observed with cleaning contaminate on the body of the iui connectors. The contaminate appeared to be residue due to cleaning of the alaris devices with bleach. In one case, there was corrosion observed on the male iui connector of a pcu and the device was removed from service and provided to biomedical engineering for repair. There was no reported failure of the devices. There was no patient involvement.

Event description:
It was reported that during the site visit fleet assessment, multiple devices' iui connectors were observed with cleaning contaminate on the body of the iui connectors. The contaminate appeared to be residue due to cleaning of the alaris devices with bleach. In one case, there was corrosion observed on the male iui connector of a pcu and the device was removed from service and provided to biomedical engineering for repair. There was no reported failure of the devices. There was no patient involvement.

Manufacturer narrative:
Omit : a040502 - corroded (1131). Additional information : imdrf annex a and g codes.